Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Device lot number: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that the locator abutment (imloa003) fractured. The fractured piece was removed and another locator was placed.

Manufacturer narrative:
Fracture piece of the zest dental locator abutment was received for investigation. The received locator abutment was unable to verify zest lot number information. No manufacturing defect was noted. DHR review and complaint history review could not be performed by zest dental solutions since no zest lot number was provided by the customer. Therefore, based on the evaluation, the malfunction had occurred. A definitive root cause could not be identified by zest dental solutions. However, thread fracture during function typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. Known issue is being tracked and trended with no further actions taken at this time.

Event description:
No further event information available at the time of this report.